Manufacturer narrative:
No pt was present at the time of event. No files or parts have been received by the MFR for eval.

Event description:
A medtronic ent rep reported that the camera on the site's element system is continuously cycling. This had happened previously but the rep was able to resolve by re-seating the camera cable both at the camera and at the computer and tool interface unit (tiu). This time he was not able to resolve the issue this way, and he confirmed that there was no obvious physical damage to the cable or fault lights on the tiu.